Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said that more than 6 months ago she fell down the stairs and now the implantable neurostimulator (ins) in her body moves and the pt pulled 2 discs in her back. Pt said that when she is sitting down she can feel the ins poking through her back. Pt is already working w/her hcp regarding the situation.